Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button does not pull up the quick bolus menu when the button is held down. Customer stated the screen wakes up when the wake button was pressed, but does not work for a quick bolus. The customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 127 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.